Event description:
At about 8 years 7 months after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head to competitor components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 august 2025. Stem: amistem c 01.18.107 amistem-c lat. Size 7 (k103189) lot 157364: (B)(4) items manufactured and released on 16-march-2016. Expiration date: 2021-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation 8.5 years after primary hybrid tha the stem becomes loose. There is basically no information on this case and the quality of the one radiograph supplied is poor. Cement mantle appears to be detached from the bone, but with no history no useful comment can be made. We ought to categorize this case as aseptic loosening, but no further comment can be offered with the information at hand. Conclusion: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event.